Manufacturer narrative:
No injury is reported. MFR spoke with dealer regarding the incident. The dealer spoke with the consumer's wife whom stated there weren't any flames just sparking, and that they were able to continue to use the unit. The dealer is working to obtain and review the chair. The dealer had recently serviced the chair prior to the alleged incident and suspects a pinched wire likely resulted in this incident. Nature of complaint suggests a potential service issue of a misrouted wire. Malfunction not confirmed. MFR is attempting to obtain the product for inspection.

Event description:
A complaint from the facility regarding a consumer was riding in the chair when the nurse noticed the wires in the back of the chair on the bottom were allegedly sparking. The wires allegedly started to smoke and caught on fire. The consumer's spouse turned the chair off, pulled the wires out. No injury is alleged.